Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury, previously. Device issue: stent dislodgement. It was reported that during insertion it was noted that the stent was dislodged. Reportedly, the device never entered the pt's anatomy. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the rx vision stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was loose on the shaft. The first rows of proximal struts were slightly smashed. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The protective sheath was not returned. A laser micrometer was used to measure the outer diameters of the stent implant. The distal measurements met mfg criteria. The proximal and middle measurements were oversized. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.